Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and the connector will not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and connector will not stay latched) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.